Manufacturer narrative:
Further information has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was reported that upon set up of a picco monitoring kit the connection line to the patient was leaking. No harm to the patient occurred. Manufacturer reference #: (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The involved monitoring kit was returned for investigation. The returned monitoring kit and further production samples were (involved and not involved batches) investigated. The leakage could be confirmed. Stress tests were performed to reproduce the reported issue in order to identify the root cause. But all tested monitoring kit luer locks performed as specified and a crack could only be reproduced by applying excessive force. Due to the performed tests the root cause is seen in an user error applying excessive force during application. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6).